Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to patient's lack of charging for at least six months. Physician explanted ipg on (B)(6) 2017 and implanted new ipg at that time.